Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician had seen this issue with five other patients. Where a patient would come in for a device check having experienced several events but when clicked on, a message comes up that electrocardiograms can not be created for the events. There was no patient involvement.